Event description:
Additional information was received on 01/23/2025: the anchor came loose as soon as the surgeon inserted it. No pieces of the anchor broke. There was no case delay. This occurred during a cuff on beach chair double row fixation procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed per picture provided that shows the bio-screw and eyelet came loose from the device. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/12/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324pslc peek swivelock c anchor came loose during use. Another ar-2324pslc peek swivelock c anchor was opened to complete the procedure. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.